Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device number (B)(4) and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an unknown ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. After successfully mapping the left ventricle with a 5-ray (pentaray) via transseptal for ventricular tachycardia (vt)-related late potentials, the physician exchanged the catheter and inserted a thermocool stsf ablation catheter. When trying to reach the left ventricle, the catheter appeared outside the already mapped fast anatomical mapping (fam), and no possible shifts were reported from carto system. The physician was notified of this situation and he also noticed that he had difficulties to steer the catheter. He retired the catheter and tried to withdraw blood from the sheath but no blood came out. He also retired from using the sheath and checked with transesophageal echocardiogram (tee) for pericardial effusion, but nothing abnormal was visible. The physician re-inserted also the ablation catheter into the heart of the patient, and successfully managed to reach the left ventricle. After a second control via tee for pericardial effusion (negative), he decided to carry on the procedure and start with the ablation phase. After some ablation points a tee technician informed the physician that a pericardial effusion was growing slowly. The physician stopped the procedure and waited 30 min, during which the patient was always stable and with normal blood pressure. After the waiting time, he rechecked with tee and noticed that the pericardial effusion was getting slowly bigger, but with no effect on patient's blood pressure. He antagonized all the given heparin with protamine and then decided to puncture the chest of the patient to aspire the blood accumulated in the pericardium (ca. 350 ml in total). After 20 min he rechecked via tee and noticed that no other blood was present in the pericardium. The procedure was not resumed and the patient was transferred into another clinic department. The physician¿s opinion on the cause of this adverse event was the procedure. The patient outcome of the adverse event was the pericardial effusion was solved during intervention, further detail on the patient not known. The patient did not require extended hospitalization because of the adverse event. The generator used in the case was smartablate. A transseptal puncture was performed. Prior to noting the cardiac tamponade ablation was performed and there was no evidence of a steam pop. The irrigation flow setting was set to standard recommended flow settings for biosense thermocool smattouch catheter. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. There were no error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability 3 sec, 3 sec, 25% & 3 with respiratory gated and tag index . Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.